Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that prior to a generator replacement surgery, diagnostics were ok in pre-op. During surgery, the new generator was implanted and when diagnostics were performed, low impedance was seen. It was noted that the surgeon visualized a portion of the lead where the silicone tubing had come off but the lead wire was still in tact. A lead revision was then performed. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
Internal generator data was received and reviewed.

Event description:
The suspect device was received by the manufacturer and product analysis was completed. Visual analysis of the second portion showed that the end of bilumen tubing was cut and slightly tangled with abrasions that did not penetrate. Dried bodily fluids were seen inside the tubing with no obvious path of ingress other than the cut ends. During continuity check of the 2nd returned portion, a short circuit condition was observed as the exposed coils at the end of the portion were contacting each other, likely due to the explant process. The coils were separated and the short circuit condition resolved. No discontinuities or other short circuit conditions were observed. The condition of the returned portions are consistent with conditions from explant procedure.